Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant was removed from site 19 due to pain and numbness.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified signs of use, dried blood around device and no apparent malfunction. Device measured and passed to specifications. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. No device malfunction was found. The event cannot be verified. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration . D4: UDI is n/a. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.